Event description:
The clinician allegedly noted that the extra length tracheostomy tube "looked funny" prior to being placed into a pt. At some later time, the pt was rolled over and the tube allegedly kinked or otherwise became obstructed. Attempts to resuscitate the pt with the tracheostomy tube in place were unsuccessful and the tube was removed and replaced with a different style tube. There was no reported pt injury.